Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, lot# n717062005, implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon (50 mcg/day, unknown concentration) via an implantable pump for quadriplegia of familial spastic paralysis. Around (B)(6) 2017, the patient developed a systemic infection. The severity was indicated as 3 (serious). Antibacterial agents etc. Were performed, but the patient was not recovered. The part of the pump pocket was also inflamed and there was a possibility of spreading infection from now on, therefore, the pump and catheter were removed. The patient recovered by continuous treatment of the infectious disease. The event outcome was listed as recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from a foreign manufacturer representative (rep). Information received indicated the reason for the difficulty to perform the catheter placement smoothly was unknown and how the difficulty placing the catheter caused the systemic infection and other symptoms was unknown.

Manufacturer narrative:
Other applicable components are: product ID: 8781, lot# n717062005, implanted: (B)(6)2017, explanted:(B)(6) 2017, product type: catheter, product ID: 8781, lot# n717062005, implanted: (B)(6)2017, explanted: (B)(6)2017, product type: catheter. Patient codes have been updated to include (B)(4).; device codes have been updated to include(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-nov-04, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). It reported the exact date of explant was unknown, but the explant occurred around (B)(6)2017. The cause of the infection was not determined. The concentration of the medication in the pump was unknown. No information was reported regarding how the infection was identified. On (B)(6)2018, additional information was received from a foreign healthcare professional (hcp) (B)(6). The patient's underlying disease was changed to "spinocerebellar degeneration (hereditary spastic paraplegia)" originally diagnosed in 1996. The adverse event (ae) was updated to "fever, wound pain". The treatment was discontinued and the outcome of the ae was recovered. Additional information indicated that on (B)(6)2017 , "as anastomotic leakage of wound was suspected, a treatment was performed". On (B)(6)2017, fever and wound detachment was observed in the patient. The pump and the catheter were explanted, and antibiotic therapy was continued. The attending physician's assessment stated, "the physician considered one possible cause was that operation took a slightly long time because catheter placement was difficult to perform smoothly".